Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced loss of consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Attempted to scan sensor with evm (evaluation module) however, sensor did not scan. Reset the evm and scanned the sensor again but sensor did not scan. Data was attempted to be extracted using approved software and data extraction was not successful. Tsg questionnaire analysis was also performed, customer had reported that sensor had been utilized using a compatible libre reader. The actual cause of the signal loss is unintended as sensor battery depletion caused due to atypically frequent clock loss events from the reader ble (bluetooth low energy) module. The reset and re-pairing functions are intended behavior from the reader and sensor devices, thus are not considered a product malfunction. Abnormal number of repeated clock loss events are not intended behavior of the reader and were the root cause of the complaint. An extended investigation was performed. Visual inspection was performed on the returned sensor and no issues were observed. Attempted to scan the sensor, however scan was failed. The tsg was analysed and the customer reported to have used a reader. The actual cause of the signal loss is unintended sensor battery depletion caused due to atypically frequent clock loss events from the reader ble module. Therefore, the issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced loss of consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This report is related to FDA MFR report # 2954323-2025-27767. Adc received information in which it was clarified that the adverse event was related to a high readings issue with the adc device. It was previously reported to adc that the adverse event was related to signal loss. Per the clarification, no further reports will be submitted under FDA MFR report # 2954323-2025-07883. All further reports related to this event will be submitted under FDA MFR report # 2954323-2025-27767. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced a loss of consciousness. It was further reported that the customer was able to self-treat (unspecified) and there there was no third-party treatment provided for the reported issue. There was no report of death or permanent impairment associated with this event.